Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a scheduled follow up, inappropriate mode switch episodes, noise on several noise reversion and decreased impedance were noted. Clavicular crush was suspected. The lead was capped and replaced on (B)(6) 2017. The patient was an asymptomatic and was stable post-procedure.